Event description:
The lay user/pt's friend contacted lifescan on 5/29/2006 and alleged that the pt's one touch ultra meter was giving the apply sample message. The medical affairs specialist was unable to reach the reporter after several attempts via phone. A letter was sent to the address provided. It was determined during troubleshooting that the pt was applying the sample to the surface of the test strip (use error) instead of to the edge of the test strip. The reporter stated that the pt appeared confused at the time of the call. She had given him half a banana prior to calling lifescan. Following the troubleshooting, the reporter was asked to test the pt with the correct technique and the result obtained was 33 mg/dl. She was advised to retest to confirm the low result and received 36 mg/dl. That was the last test strip the pt had. The pt was given a piece of candy. The reporter was going to contact the emergency svs as the pt did not appear well to her. There is no further info after that. This complaint is reported because the pt experienced hypoglycemia and was unable to obtain a result on the meter due to use error. A replacement meter, control solution, and test strips were sent to the lay user/pt.